Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. The reported problem was confirmed. The assignable cause was related to air in the line.

Event description:
During trouble shooting of a low drain volume alarm the home patient (hp) stated that were air bubbles in the patient line. Baxter advised the hp to call peritoneal dialysis registered nurse (pdrn) and end therapy. The hp would call the nurse. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted home patient (hp) on (B)(6) 2011 regarding the low drain volume alarm. The hp reported that the issue was resolved, but she did not know the cause of the air bubbles. Per hp, there were no loose connections, disconnections or defects on the supplies. The hp stated that she discussed the alarm with her nurse. Per hp, she did not have any injury or harm as a result of this incident. The hp stated that she is doing fine and continuing therapy without issues. The hp stated that she had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp?s dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The device had been discarded and the lot number was unknown, a batch review could not be performed. Should additional information become available a follow-up report will be filed.